Event description:
It is reported that the pt was seen at her clinic for 1 year programming, she had no access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.